Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processing computer, the hard drive connections, and the software were checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down on its own. No patient injury was reported.